Event description:
The customer reported via phone that he had a high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer was treated with manual injection. After the troubleshooting was done, the customer was advised to changed entire set, reservoir and insulin and treat. Customer was advised to call when tubing clamp received to perform high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.